Event description:
Customer's daughter reported that on (B)(6) 2013 customer was about to perform a test using her adc blood glucose meter, but then noticed the date and time were not correct. Customer then experienced a loss of consciousness. It is unknown if the customer actually received a reading from the meter prior to her loss of consciousness. Customer denied self-treating. Paramedics were called and transported customer to a local healthcare facility. Caller did not know what, if any, services they performed beyond transport. At the healthcare facility, customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type and insulin. Caller indicated customer was also given a novolog flex pen. Customer was hospitalized for four days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Multiple, unsuccessful, attempts to gather additional information have been made.